Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was selected for a nephrostomy procedure. During placement, the catheter tore or fractured. Another drainage catheter was used and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, documentation, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The inspection of the returned device confirmed the presence of a leak in the device. Additionally, based on measured device attributes, it was found that the amount of threads showing between the hub and cap was out of manufacturing specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause for the reported device leakage could not be established. The root cause for the incidental finding of the thread count that was found to be out of specification was determined to be a manufacturing deficiency. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was submitted.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 13dec2018, it was found during investigation that the device exhibited a different failure mode than originally reported. There was no actual tear or fracture in the catheter, however the catheter did leak during testing.